Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device EKG reading was intermittently disrupted with connection; the device would read the heart rhythm appropriately then would give the error intermittently that EKG leads were not connected. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.